Manufacturer narrative:
Corrected fields : h6 ( medical device ¿ problem code). Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. A getinge field service technician (fst) was dispatched to evaluate the unit. The technician went to assess the repair price to make a quote only. No repairs will be performed. The job will be opened and sent to the technician again when the po is received from the customer. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) ECG cable sheath was damaged. There was no injury or harm reported.

Manufacturer narrative:
Additional information: e1: mrs. (B)(6). Updated fields: b4, e1, g3, g6, h2, h6, h11.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, b8, d10, e1(initial reporter,event site email), e3, g3, g6, h2, h6 (investigation type, investigation findings, componenet code, health impact), h11. A getinge field service technician (fst) was dispatched to evaluate the unit. The technician went to assess the repair price to make a quote only. The fst replaced the ECG patient cable. The unit passed all functional and safety test in accordance with factory specifications.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) ECG cable sheath was damaged found during routine check. There was no patient involved.